Event description:
During an outpatient surgical case the surgeon leaned an arm on the surgical pencil. The scrub tech heard the bovie feedback noise and immediately told the surgeon to stand back. The surgeon evaluated the site and noted a 1/4" x 1/8" length area of reddened area on medial right calf. Silvadene and 4x4 dressing was applied. It may be that background noise in the operating room made it difficult to hear the feedback alarm. Surgery staff feels that the device itself is "flimsy" in designed poorly in that the on/off trigger buttons are very close together on the top of the device and it is easily deployed without much pressure or effort.